Event description:
I used renu w/ moistureloc lens solution & other baush & lomb products for long period of time. The diagnosis was not clear but was fungal infection that left my cornea scarred & my right eye, blind 100%. My doctors want me to receive corneal transplant.